Event description:
Dealer stated that the left motor has a brake fault less then a month of replacement. Dealer stated the consumer was stranded outside of the dealer's building and had to get out and push the chair herself into the dealer's office.